Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has experienced recurring infections near the incision/implant site since shortly after the device activation. Despite the infections, when the user was able to wear the device, it was beneficial. Consequently, due to the ongoing issues, the user was referred to an infectious disease specialist who recommended removal of the implant. The surgeon stated that in the initial postoperative period, the user had increased erythema along superior portion of postauricular region and serious drainage from the incision site. Culture with mssa, treated with course of keflex in (B)(6) 2023. No wound concerns since that time. The user was doing well at visit in october. Has been wearing device and tolerates this well with his hearing aid. In (B)(6) 2024 month noted a bump along postauricular incision site and area of skin breakdown. No device exposure noted or drainage. Treated with antibiotic - bactrim and mupirocin ointment on (B)(6) 2024 and switched to wearing external device on shirt rather than behind ear. Follow up visit on (B)(6) 2024 demonstrated improvement in site of skin breakdown and well healed. Was an area of retracted skin at margin of mastoid cavity but no surrounding erythema or edema. Seen on (B)(6) 2024 with area of erythema at superior incision site and palpable fluid collection, area of desquamation. Tender on palpation. Concern for ongoing infection around implant site. Treated with keflex. Middle ear has remained clear of infection. Recommended PICC line postop with IV antibiotics. The explantation is scheduled for (B)(6) 2024.

Event description:
The user has experienced recurring infections near the incision/implant site since shortly after the device activation. Despite the infections, when the user was able to wear the device, it was beneficial. Consequently, due to the ongoing issues, the user was referred to an infectious disease specialist who recommended removal of the implant. The surgeon stated that in the initial postoperative period, the user had increased erythema along superior portion of postauricular region and serious drainage from the incision site. Culture with mssa, treated with course of keflex in (B)(6) 2023. No wound concerns since that time. The user was doing well at visit in october. Has been wearing device and tolerates this well with his hearing aid. In (B)(6) 2024 month noted a bump along postauricular incision site and area of skin breakdown. No device exposure noted or drainage. Treated with antibiotic - bactrim and mupirocin ointment on (B)(6) 2024 and switched to wearing external device on shirt rather than behind ear. Follow up visit on 07-feb-24 demonstrated improvement in site of skin breakdown and well healed. Was an area of retracted skin at margin of mastoid cavity but no surrounding erythema or edema. Seen on (B)(6) 2024 with area of erythema at superior incision site and palpable fluid collection, area of desquamation. Tender on palpation. Concern for ongoing infection around implant site. Treated with keflex. Middle ear has remained clear of infection. Recommended PICC line postop with IV antibiotics. Th device was explanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is expected to have been present whilst implanted. This was expected, as the device was explanted due to recurrent infections at incision and implant site 6 months post-op. Considering the appearance of the initial infection in the postoperative period, its location, the type of isolated pathogens and the proper sterilization of the implant at the time of manufacturing, it is unlikely that the device was the source of the reported infections, but its contribution to its severity cannot be ruled out. This is a final report.